Event description:
The nurse reported to baxter that she found a missing pull ring cap of the transfer set. The missing component was found before product was used. There was no patient involvement or injury reported associated to this issue.

Manufacturer narrative:
(B)(4). The actual sample is not available. A batch review was conducted on the lot number provided, and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted when additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint was not confirmed in the lab since the sample was discarded and not returned to baxter. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.